Event description:
It was reported that an alert for high, out of range, high voltage lead impedance was received via merlin.net. During a hospital follow-up the physician detached and reattached the lead to the ICD resulting in normal high voltage lead impedance measurements. The physician elected to explant and replace the lead. No adverse consequences were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.analysis was normal. No anomaly was found.